Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator had failed the oxygen sensor calibration. The ventilator was not in use on a patient at the time the event occurred. Medtronic/covidien was not authorized to conduct the repair. The evaluation and repair will be completed by a third party service provider. The reported issue could not be confirmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator had low oxygen flow; the ventilator generated an audible and visual alarm. A third party service provider inspected the device and found that that the oxygen sensor needed to be replaced. The ventilator was reported to be in working condition with limitations until the oxygen sensor can be replaced.